Manufacturer narrative:
During inspection and testing, foreign matter was found on the arms of the cups (the linkage mechanism at the distal end) of the forceps. A review of the device history record found no deviations that could have caused or contributed to the foreign material being adhered. There were no anomalies noted in the operation or appearance of the tip. Based on the results of the legal manufacturer's investigation, it is likely the adhesion of foreign material is due to insufficient cleaning, or that it has not been sufficiently cleaned due to the passage of time after use. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups". "When inserting the instrument into the endoscope, hold it close to the biopsy valve or t-plug and keep it as straight as possible relative to the biopsy valve or t-plug. Otherwise, the insertion portion could be damaged". Olympus will continue to monitor field performance for this device. The report of there being a catch when operating the slider to open and close the cup was confirmed. There was a feeling of the forceps being caught when opening. After lubricant was applied, the cup opened and closed smoothly. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that, during preparation for use, there was a catch when the slider was moved back and forth during the pre-case inspection. The cup opened and closed, but there was a catch. The procedure was completed with another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign matter was found on the forceps. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.